Event description:
The customer reported that on (B)(6) 2012 at 8:41 am, her blood glucose measured 109 mg/dl and she administered a 1.8 unit bolus dose of insulin. By 10:39 am her bg had increased to 427 mg/dl and another 6.0 unit bolus was taken. At 11:54 am her bg was 486 mg/dl. She stated that she feels like the cannula came out of her skin.

Manufacturer narrative:
The returned device was evaluated and performed as designed during testing. No malfunction or manufacturing defects were noted. The customer reported that she felt that the cannula may have dislodged from the infusion site. The condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. It can not be confirmed through laboratory evaluation. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodge cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyper glycemia). If you get results above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."